Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump is not working. Customer states that the screen of the insulin pump is blank. The blood glucose reading is 226 mg/dl. Nothing further reported.